Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini medication had not appeared on the patient's profile. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the medication had not appeared on the patient's profile. The technical support specialist (tss) had confirmed that the customer resolved the issue by updating the necessary configuration and utilizing the add item feature with an override code. This action successfully addressed the problem. The system functioned as intended after the customer resolved the issues of the devices.